Event description:
A monarc sling system pt had a portion of their sling excised in the doctor's office due to mesh erosion of the posterior vaginal wall. The erosion was resolved with no residual effects.